Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis showed that the device was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows minimum battery equal to 2.821 to 2.671 volts minimum between (B)(4) 2013 and (B)(4) 2013 is before device recommended replacement time (rrt) less than or equal to 2.6251 volts. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4). 6047 implantable tachy lead 2004 (B)(6).

Event description:
It was reported that the device was reaching elective replacement indicator (eri) quickly. The battery voltage in (B)(6) was 2.80 volts and now it is 2.64 volts. The device remains in use. No patient complications have been reported as a result of this event.